Event description:
Event verbatim [preferred term] charcoal trickled out [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t11466b, expiration date apr2020 , via an unspecified area of administration, from an unspecified date, an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that charcoal trickled out on an unspecified date. The action taken thermacare heatwrap and the outcome of the event was unknown. Per the product quality group, the root cause of this event is in the equipment category, mechanical failure. The powder dosing belt began to fail by cracking on the edge of the drive side of the stainless steel belt and this frayed edge began making contact with the vibratory tray preventing the tray from being able to convey the excess powder from the process. This powder fell on top of the platens where it was transported to the hpm cart discharge. At this point, the powder was dumped onto the running web (sca) before the sca web was combined with the cell pack. As the two materials were combined, they encapsulated the powder on the drive side of the web preventing the glue from bonding the two materials together. Stray chemistry within heat pack films" is a visual attribute inspection of the wrap and is conducted every 10 minutes following (B)(6) thermacare product attribute measurement, version 6.0 effective 28 jun 2016. This inspection looks for defects associated with gross contamination as defined by powdering and /or starbursts. No out of specification (oos) findings were documented in this batch. Batch t11466 complied with product release specification and will remain in released status." Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "charcoal trickled out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The root cause of this event is in the equipment category, mechanical failure. No out of specification (oos) findings were documented in this batch. Batch t11466 complied with product release specification and will remain in released status.

Manufacturer narrative:
The root cause of this event is in the equipment category, mechanical failure. The powder dosing belt began to fail by cracking on the edge of the drive side of the stainless steel belt and this frayed edge began making contact with the vibratory tray preventing the tray from being able to convey the excess powder from the process. This powder fell on top of the platens where it was transported to the hpm cart discharge. At this point, the powder was dumped onto the running web (sca) before the sca web was combined with the cell pack. As the two materials were combined, they encapsulated the powder on the drive side of the web preventing the glue from bonding the two materials together. Stray chemistry within heat pack films "is a visual attribute inspection of the wrap and is conducted every 10 minutes following (B)(6) thermacare product attribute measurement, version 6.0 effective 28 jun 2016. This inspection looks for defects associated with gross contamination as defined by powdering and /or starbursts. No out of specification (oos) findings were documented in this batch. Batch t11466 complied with product release specification and will remain in released status."

Manufacturer narrative:
The root cause of this event is in the equipment category, mechanical failure. The powder dosing belt began to fail by cracking on the edge of the drive side of the stainless steel belt and this frayed edge began making contact with the vibratory tray preventing the tray from being able to convey the excess powder from the process. This powder fell on top of the platens where it was transported to the hpm cart discharge. At this point, the powder was dumped onto the running web (sca) before the sca web was combined with the cell pack. As the two materials were combined, they encapsulated the powder on the drive side of the web preventing the glue from bonding the two materials together. Stray chemistry within heat pack films "is a visual attribute inspection of the wrap and is conducted every 10 minutes following lab-19998 thermacare product attribute measurement, version 6.0 effective 28 jun 2016. This inspection looks for defects associated with gross contamination as defined by powdering and /or starbursts. No out of specification (oos) findings were documented in this batch. Batch t11466 complied with product release specification and will remain in released status."

Event description:
Event verbatim [preferred term] charcoal trickled out [device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t11466b, expiration date apr2020 , via an unspecified area of administration, from an unspecified date, an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that charcoal trickled out on an unspecified date. The action taken thermacare heatwrap and the outcome of the event was unknown. Per the product quality group, the root cause of this event is in the equipment category, mechanical failure. The powder dosing belt began to fail by cracking on the edge of the drive side of the stainless steel belt and this frayed edge began making contact with the vibratory tray preventing the tray from being able to convey the excess powder from the process. This powder fell on top of the platens where it was transported to the hpm cart discharge. At this point, the powder was dumped onto the running web (sca) before the sca web was combined with the cell pack. As the two materials were combined, they encapsulated the powder on the drive side of the web preventing the glue from bonding the two materials together. Stray chemistry within heat pack films" is a visual attribute inspection of the wrap and is conducted every 10 minutes following lab-19998 thermacare product attribute measurement, version 6.0 effective 28 jun 2016. This inspection looks for defects associated with gross contamination as defined by powdering and /or starbursts. No out of specification (oos) findings were documented in this batch. Batch t11466 complied with product release specification and will remain in released status." Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment the event "charcoal trickled out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "charcoal trickled out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.